Manufacturer narrative:
(B)(6) plans to explant the patient. (B)(4).

Event description:
Scrotal port erosion through the skin (side unspecified) in a proact patient.

Event description:
Scrotal port erosion through the skin (side unspecified) in a proact patient.

Manufacturer narrative:
(B)(6) plans to explant the patient. (B)(4).